Event description:
Same patient as MDR ID#2134265-2012-00785. It was reported that following filter placement, patient complications occurred. An otw green fil w/flexcarrier was selected; however, the filter deployed prior to the device being able to be inserted into the patient. The following day, another otw green fil w/flexcarrier was placed. Nine years later, the patient reports a 6 month to year history of experiencing "blood pressure is going up and then down and staying down". The patient became dizzy on an unspecified date and has fallen. The patient reports "now blood sugar levels are too low, and now is hyperglycemic."

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).